Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent lysis of adhesions and reduction and repair of an incisional hernia with a composix kugel mesh. On (B)(6) 2006 - office visit, pt recovered well from hernia repair. On (B)(6) 2006 - office visit, pt had small vicryl knot in the incision and burning in the area, removed in office. (B)(6) 2008 - office visit, pt had intermittent sharp pains over three months, the pain accelerated to daily. On (B)(6) 2008 - office visit, pt had 2.5 cm defect, mesh is palpable and there is a ball trap, pt encouraged to lose (B)(6) so mesh can be removed. On (B)(6) 2008 - office visit, pt is having increased pain the area is not 3.0 cm and quite tender. On (B)(6) 2008 - the pt underwent lysis of adhesions, excision of the composix kugel mesh and primary repair of incarcerated incisional hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recall composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. A morbidly obese pt underwent a two-part surgery for the lysis of adhesions and reduction and repair of an incisional hernia with a composix kugel mesh as well as a bilateral tubal ligation on (B)(6) 2006. The pt had several post-operative office visits over the next two years, the pt was recovering well, then started having abdominal pain and was found to have a recurrent hernia. The pt was advised to lose (B)(6) in order to remove the mesh and repair the hernia. On (B)(6) 2008, the pt underwent lysis of adhesions, excision of the composix kugel mesh and primary recurrent hernia repair. Currently, it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to alleged event. The pt reportedly developed a recurrence which is listed as a possible adverse reaction in the product's instructions for use. The medical records do not indicate a device failure. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusion can be drawn.